Event description:
As reported by the edwards clinical specialist, at the end of a transfemoral transcatheter aortic valve replacement (tavr) procedure, a small perforation was found between the marginal and ramus arteries on the lateral wall of the left ventricle. The perforation/dissection required surgical intervention. The patient was stabilized and transferred to the sicu for post operative management. Per the information received, the native annulus was crossed initially with an al1 catheter but the placement was not satisfactory so catheter was retracted and a pigtail was used to cross. The extra stiff amplatz wire was placed. The echo was evaluated and no pericardial effusion was noted. An 18mm bav was done with rapid pacing and simultaneous aortogram. The sapien valve was placed 50:50 across the annulus and deployed successfully. Post deployment echo showed mild to moderate central aortic insufficiency (cai). The wire was retracted and the cai was trace after wire removal. The patient was reversed with protamine and no pericardial effusion was present. Forty-fortyfive minutes later when the patient was being slid off the procedure table, she became profoundly hypotensive. An echo was done and a large pericardial effusion was noted. Cardiopulmonary resuscitation (CPR), intra-aortic balloon pump (iabp), inotropic support and ventricular pacing were deployed. A thoracotomy was performed to evacuate tamponade and the patient was stabilized. A full sternotomy was done to locate the source of the bleeding. At this point, a small perforation was found between marginal and ramus arteries on the lateral wall; a transmural hematoma was also noted on lateral wall. A daggett's technique was employed for the surgical repair of the ventricle. The physicians believed that during crossing of the native annulus, the al1 catheter caused a left ventricle intra-cavity dissection. Additional investigation of this event indicates, this patient has been discharged. There was no additional treatment for cai after valve deployment. This site routinely uses an amplatz catheter to cross the native annulus. The operative report for this case was requested, however to date, the information has not been provided.

Manufacturer narrative:
Cine images were submitted to edwards and reviewed by edwards lifesciences medical staff. Echo was not provided. Observations/impressions observations: moderate aortic valve calcification, minimal aortic root calcification, no porcelain aorta, moderate mitral annular calcification (mac). Fair coaxial alignment of delivery system and guide wire. Fair image intensifier (I/I) angle. Valve position 45:55 ventricular. No movement during deployment. Post deployment aortogram shows ai. No evidence of pericardial effusion. Impressions: on cine, insertion of al1 and extra stiff amplatz wire are not available for review. Valve positioning and deployment are unremarkable. No evidence of extra-cardiac extravasation of dye. The device history record (DHR) review for the delivery system shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention. In this case, there was no allegation of an edwards' device malfunction contributing or causing this event. It is likely procedural factors contributed/caused the ventricular perforation/dissection. The physician indicated he believed the al1 catheter caused the left ventricle intra-cavity dissection during crossing of the native annulus; this clinical site routinely uses an amplatz catheter to cross the native annulus. No further action is required at this time.